Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Mid-section stent strus were stretched and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 21-jan-2021. It was reported that crossing difficulties were encountered. The 70% stenosed, 26mm x 2.75mm, concentric, de novo target lesion containing <=45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 28 synergy ii drug-eluting stent was advanced but failed to cross lesion due to heavy calcification. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient's status was stable. However, returned device analysis revealed stent damaged.